Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. At three days postoperatively the patient presented with diffuse lamellar keratitis (dlk) in the left eye. The patient was prescribed topical steroids and the physician performed a flap lift and rinse. The patient's one week postoperative bcva is 20/25 os and preoperative bcva was 20/20 ou. The patient has responded to treatment and dlk has resolved. The association between the event and the device is unk.

Manufacturer narrative:
An intralase clinical applications specialist and field service engineer evaluated the device on 06/23/06 at which time the laser met specifications and performed as intended.